Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective sample syringe and reagent syringe. The fse replaced the sample syringe and reagent syringe and performed cleaning of the detergent delivery, detergent pumps, valves, mixer detergent consumption and cuvettes which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous zero and/or negative patient results for urine albumin (ualb) and urine creatinine (ucre) with "g" flag on their au5800. Customer stated that the erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control were within specification prior to event. The customer provided data for thirty-seven (37) patient samples. Upon review of the data, there were two (2) out of the 37 results were erroneous.